Manufacturer narrative:
Update b5, d3, d4, h4, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the event was uncertain, but it was possibly related to high resistance in the va scular area when using the 6-30 stent. A continuous saline flush was administered and maintained as indicated in the IFU. No kink or damage was observed on the catheter. The pushwire for the solitaire device was kinked at the hand gripping point (proximal end of the guidewire). There was no loss of rhv during delivery, and no device issues were reported with the avigo guidewire.

Manufacturer narrative:
G4: PMA code missing as device model and lot is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the surgeon planned to perform a stent-assisted thrombectomy using the swim technique. A 6-30 stent was opened and, while the aspiration catheter was in place, aspiration was performed to remove a small amount of white thrombus. The 6-30 stent was then delivered and positioned. During the retraction process after the thrombectomy, the stent became stuck and was withdrawn along with the aspiration catheter. During withdrawal, a significant crease was observed at the proximal marker of the stent. Angiography revealed vascular obstruction. To ensure a safe and successful procedure, a 4-20 stent was used and the thrombectomy was repeated. Resistance during retrieval was at the hub. The sheath was secured in the hub of the micro catheter. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of ischemic stroke, location m1. Patient condition: mrs baseline: 4, mrs procedure: 1, nihss baseline: 15, nihss post procedure: 2, tici baseline: 0, tici post procedure: 3. IV tpa was contraindicated. There were 2 passes with the device. It was noted the patient's vessel tortuosity was moderate. Stroke onset to reperfusion time was 3 hours. Ancillary devices include a short sheath, 8f guiding cover device, marksman microcatheter, and avigo guidewire.